Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was displaying an unknown error message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began at 6.30 am on (B)(6) 2018, when she obtained a message on the subject meter (patient cannot remember the actual message). The patient reported that she manages her diabetes with a combination of medication (metformin and glipizide), and that she made no changes to her normal diabetes management. The patient reported that 2 weeks after the issue began, she developed symptoms of ¿light headed and bad headache¿. Csr noted the patient stated that on (B)(6) 2018 at 9 am, in response to the alleged symptoms, she attended the emergency room, a blood glucose result of ¿396 mg/dl¿ was obtained on the hospital meter. The patient reported that she was treated with IV fluids, she then obtained a blood glucose result of ¿220 mg/dl¿ and was discharged from hospital. During troubleshooting the csr noted that the patient was at work and had no testing supplies with her. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.